Event description:
It was reported that "the catheter diameter is too small, preventing the guide wire from being inserted". A new set was opened to resolve the issue. The patient had no harm or injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the catheter diameter is too small, preventing the guide wire from being inserted". A new set was opened to resolve the issue. The patient had no harm or injury.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.